Manufacturer narrative:
Initial reporter postal/zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade ii and seroma-late.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade ii, "laminar seroma," "nodules," which is not device related and "simple cysts" per ultrasound report which is also not device related. The device remains implanted.